Event description:
It was reported through a service report that there is fluid leaking heavily from the battery area. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fluid leak.